Manufacturer narrative:
Clarification d1: mcghan saline textured implant. Clarification d.6a (partial date of implant): about 25 years ago, around 2000. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade ii/iii.

Event description:
Healthcare professional reported capsular contracture baker grade ii/iii and exchange from textured to smooth devices due to the patient¿s concern with the product. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade ii/iii and exchange from textured to smooth devices due to the patient¿s concern with the product. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
The device was explanted and replaced.